Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that quality controls (qc) were within specifications and there were no issues with the instrument prior to this event. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found the incubation ring was not indexing. The cse cleaned the pin and assembly and recalibrated the index motor. The cse cleaned the luminometer and fixed the tubing that was partially pinched. The cse verified the wash station fluidics and probes were operating properly. The cse ran quality controls (qc), resulting within specification. The cse ran precision, resulting satisfactory. No signal errors encountered on qc. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin (tni-ultra) results, were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.